Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter on or about (B)(6) 2009. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, filter embedded to wall of the inferior vena cava (ivc), and failed retrieval attempt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. The reported event notes implantation of the filter on or about (B)(6) 2009; however, the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Implant date: on or about (B)(6) 2009.

Event description:
As reported by the legal brief,  the patient underwent placement of defendants' optease vena cava filter on or about (B)(6) 2009. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, filter embedded to wall of the inferior vena cava (ivc), and failed retrieval attempt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The indication for the filter placement was prophylactically due to obesity and venous stasis, prior to a knee replacement surgery. It was reported that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, filter embedded to wall of the inferior vena cava (ivc), and failed retrieval attempt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information contained in the patient profile from (ppf) indicates that the patient had blood clots, clotting, and occlusion of the ivc. The patient underwent an unsuccessful attempt to remove the filter percutaneously three months and twenty-five days post implantation. The patient also reports to be suffering from emotional distress, mental anguish, anxiety and stress. At the index procedure, the filter was successfully deployed in the infra-renal position, the patient tolerated the index procedure well and left to recovery in stable condition. According to the operative retrieval notes, a venogram showed the filter to be widely patent, in good position and with no evidence of thrombus. The procedural note also indicates that while the filter could be engaged with various snares, the hook could not be grasped. It was noted that there was some sort of material along the wall of the vena cava, it was undetermined if it was thrombus or fibrous in nature. It was noted that the unidentified material might be interfering with grasping the filter hook. It was also noted that; given the fact that the patient would require a second knee replacement and the filter was not causing the patient symptoms, it was determined that the risks of continued manipulation of the filter outweighed the benefits. There is currently no other information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter do not represent a device malfunction. Without the procedural films and post implant imaging available to review, the reported blood clots, clotting, occlusion, tilt, retrieval difficulty and embedded could not be confirmed. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Anxiety and mental anguish do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
The following additional information received per the patient profile from (ppf) indicates that the patient had blood clots, clotting, and occlusion of the ivc. The patient underwent the unsuccessful attempt to remove the filter percutaneously three months and twenty-five days post implantation. The patient also reports to be suffering from emotional distress, mental anguish, anxiety and stress. According to the medical records, the filter was placed prior to knee replacement procedure. The filter was successfully deployed in the infra-renal position during the index procedure. The patient tolerated the index procedure well and left to recovery in stable condition. Corrected data: date of event, type of reportable event. Additional information is pending and will be submitted within 30 days upon receipt.